Event description:
A ventilator was returned to a third party service center. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the third party service center, the power supply was replaced. The power supply was returned to the manufacturer for further eval. During the eval of the power supply at the manufacturer's quality assurance lab, a failure of the power supply was confirmed.